Manufacturer narrative:
No frozen screen, blank display or button error alarm noted. Device time/clock moved. Device had unresponsive esc and act buttons due to corroded keypad traces. Device had broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly, frozen display and time clock anomaly. The customer¿s blood glucose level was 240 mg/dl. The customer reported that they had button error and was not able to clean the alert pressing escape, button. The customer reported that they had removed the battery, cleaned the battery contacts cap and compartment with a cotton swab and inserted a new battery, but the pump did not turn off and it continued with frozen display. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.